Event description:
The pt's reportedly experienced ongoing poor performance and sound quality issues with use of the device. External equipment was exchanged; but the issue was not resolved. Testing showed that the device was functioning within normal limits. Device revision surgery will be scheduled.